Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter became allegedly stuck in the sheath. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon was returned lodged inside the introducer sheath, with the distal end of the balloon protruding from the distal tip of the sheath. The distal end of the balloon protruding out the introducer sheath was bulged in appearance. There were no other anomalies noted on the catheter. The sheath tip was examined under microscopic magnification (10x) and was observed to be flared out, likely indicating retraction issues. The proximal end of the introducer sheath was examined under microscopic magnification (10x) and bunching was observed, likely indicating retraction issues. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed without issues. The balloon was unable to be retracted through the introducer sheath. The balloon was advanced out of the introducer sheath without issue. Stretching of the catheter was observed approximately 13.2cm from the distal tip. The inflation hub was connected to a max 30 inflation device. An attempt was made to inflate the balloon. The balloon was inflated to rpb (20 atm) with no issues. There were no leaks or loss of pressure observed. The balloon was then deflated without issue. The balloon was unable to be retracted through the introducer sheath due to the bunching on the proximal end of the introducer sheath. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned within the customer's 6fr introducer sheath. The investigation is confirmed for sheath retraction problems based on the condition of the returned sample (i.e. Balloon returned within introducer sheath and sheath tip flared). The root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter became allegedly stuck in the sheath. There was no reported patient injury.